Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that four rt340 adult dual-heated evaqua breathing circuits each had a hole in the expiratory limb. It was further reported than an error message "leak" appeared on the evita 4 ventilator during testing of the breathing circuits. This was observed prior to patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that four rt340 adult dual-heated evaqua breathing circuits each had a hole in the expiratory limb. It was further reported that an error message "leak" appeared on the evita 4 ventilator during testing of the breathing circuits. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). One of the complaint rt340 adult dual-heated evaqua breathing circuits is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: one of the complaint rt340 adult evaqua breathing circuits was returned to fph in (B)(4) for inspection. The evaqua expiratory tube was pressure tested and visually inspected. Results:the pressure test result was outside of the required specification. Further inspection revealed that the expiratory tube was punctured about 4cm from the patient end connector. A lot check revealed three other complaints of this nature for lot number 110615. Conclusion:based on inspection of the damage, it is likely that the evaqua expiratory tube was punctured or scratched with a blunt object. All rt340 adult breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. (B)(4). The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).